Event description:
The consumer reported that after 5 years of total bliss from the pump, she began having pain on 2014(B)(6). All of a sudden, she would have sharp pain extending from above the right backside of the hip around to the right abdominal cavity, underneath the pain pump; and a sharp pain through the groin area. Similar pain episodes continued, through 2015 (B)(6). The patient was hospitalized from 2015 (B)(6), for similar symptoms. During the hospitalization from (B)(6), the hcp performed many tests, including a myelogram that discovered that the leads to the pain pump pulled the spinal cord out of place at t12/l1. They removed the catheter tubing, and replaced and repositioned the catheter tubing at a location lower in the spinal column. Immediately after removing the catheter, an MRI was performed and the spinal cord sprang back into it's normal position.

Event description:
It was reported that the patient was getting therapy and everything was fine, although the hcp (healthcare provider) planned to do a catheter revision the following day on (B)(6) 2015. The patient was experiencing abdominal pain that their hcp said was unrelated to the pump or therapy. It was later reported the next day, that the patient was experiencing referred pain and a portion of the catheter was pushing up against the patient¿s spinal cord via a CT scan. The issue was causing the patient referred waist pain on right. The location of the issue or symptom was the catheter track (distal end). The product issue was reported to be resolved. The issue was identified as potentially being the catheter on (B)(6) 2015 from a MRI conducted. The hcp removed 19 cm from the spinal portion of the existing catheter and added 30.5 cm from a spinal segment revision kit. The patient¿s status at the time of report was alive ¿ no injury. Since the revision surgery, the patient was doing well and didn¿t have abdominal pain. The pump was used to infuse dilaudid and bupivacaine.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).